Event description:
Consumer complaint of "lo" blood results. Customer also observed e-2 error and erratic readings prior to call. Expected blood glucose results fasting in the morning range from 180 to 220 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood tests performed during call declined due to customer just eating. Verified storage of test strips is not within specification since they are kept in the kitchen. Test strip lot manufacturer's expiration date is 06/19/2017 and open vial date is about three weeks ago. Recall test results performed from meter memory: memory 1; 368mg/dl (B)(6) 2015 12:01:00pm not fasting, memory 2; 368mg/dl, (B)(6) 2015 05:00pm not fasting, memory 3; "lo" (B)(6) 2015 12:19:00 pm fasting, memory 4; 21mg/dl (B)(6) 2015 12:15:00 pm fasting, memory 5; 78mg/dl (B)(6) 2015 12:52:00 pm fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.